Event description:
On 2/6/1998 nellcor puritan bennett (npb) rec'd info alleging that a n-7500 central monitoring station was not providing audible alarms. The visual alarms were reported to be working appropriately. According to the reporter, the device had just been put into use and there was no pt impact.